Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level 400- 600 mg/dl. Customer declined to troubleshoot their high blood glucose reading. Customer had diabetic ketoacidosis episodes. Customer treated their high blood glucose reading at home. Product will not be returning for analysis. The customer was not using auto mode feature during the serious injury. Mmt-975 infusion set was bent, and the product will come back for analysis.